Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a power consumption issue on the battery; it was lasting less than two hours. The fully charged battery went down to zero charge. The battery charge was not displayed by the controller and the controller indicated that no battery was connected to the port. This occurred on both ports. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The battery was able to adequately provide power to a test controller. Log files covering the event date were not available for analysis. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.